Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in good condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the main board was defective. The root cause of the issue was unknown. The main board needs to be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the bolus dispenser. There was unknown patient involvement reported. Investigation results reported a defective main board.